Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-3138-25 (B)(4) model description:lead extension, 25cm.

Event description:
A report was received that the patient had an infection and was experiencing fever and oozing at the pocket site. The physician explanted the ipg and two lead extensions. The paddle lead remained implanted. A drainage tube was placed at the pocket site, the patient was hospitalized. The physician does not believe that the infection was device or procedure related. The patient was placed on IV antibiotics. The patient was reportedly doing fine.

Manufacturer narrative:
A returned product analysis indicated that that the ipg passed visual and performance tests performed. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient had an infection and was experiencing fever and oozing at the pocket site. The physician explanted the ipg and two lead extensions. The paddle lead remained implanted. A drainage tube was placed at the pocket site, the patient was hospitalized. The physician does not believe that the infection was device or procedure related. The patient was placed on IV antibiotics. The patient was reportedly doing fine.